Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2017-09-25). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath has broken off completely and fractured. The cause of this damage and the breakage of the ceramic insulation is wear and tear in combination with thermal and mechanical overload by the application of excessive force like impact, fall, shock or similar stress. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramicinsulation at the sheath's distal end and that the instrument must not be used if damaged since otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions since the damage and breakage of the ceramic insulation were caused by thermal and mechanical overload. Therefore, this event/incident was attributed to use error and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a therapeutic transcervical resection (tcr) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient. The fragments were reportedly retrieved but the user was uncertain whether all pieces of the ceramic insulation were removed from the patient. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.